Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded an untreated episode with oversensing of noise. Review of device data by boston scientific technical services confirmed the ICD had a magnet applied during the time of the untreated episode, and the source of the noise was thought to have been from the use of electrocautery during an unrelated procedure. No changes were made and the ICD remains in service. No adverse patient effects were reported.